Event description:
The customer reported the system had an error and the joystick was stuck. The system would be effectively unusable. There is no report of injury or death associated with t his event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.